Manufacturer narrative:
Corrections: sex, brand name, model/catalog number, premarket / 510(k) #, device code. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not available for analysis and the probable cause of the reported incident cannot be determined, therefore an evaluation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that during procedure the fiber was broken and when the surgeon used the footswitch the nurse holding the fiber with gloved hands sustained a minor localized burn (2/3mm max); sensation of burning to her fingertip. There was no treatment/medication needed to treat the nurses burn. The procedure was completed utilizing the initial fiber with no clinical consequences to the patient.

Manufacturer narrative:
Date of event the exact date of the event was not reported.

Event description:
It was reported that the surgical assistant suffered burns during a photoselective vaporization of the prostate procedure. No further information was reported.